Manufacturer narrative:
The cause of the non-reproducible advia centaur xp troponin ultra result is unknown. A siemens application specialist went on site and performed a precision study on advia centaur xp troponin ultra using a patient pool, a low control and multi-diluent 11. No filers were observed. The instrument is performing within specification. No further evaluation of the device is required. The summary and explanation of the test section of the instructions for use states: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling of the patient is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 14 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Customer observed an elevated advia centaur xp troponin ultra (tni-ultra) result that did not repeat with additional testing. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur xp troponin ultra result.